Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this newly implanted right ventricular (rv) defibrillation lead exhibited high threshold measurements, low intrinsic amplitude measurements, and a change in impedance measurements. A surgical revision was performed and the lead was repositioned with great lead measurements. There were tight loops on the lead in the pocket and the physician suspected that the patient was twiddling the lead. No additional adverse patient effects were reported. The lead remains in service.